Event description:
During a standard dental treatment the push button of the handpiece heated up and caused a burn on patients inner cheek. Patient was recommended to apply hyalugel to the burn to reduce pain and risk of inflammation. No medical care necessary.

Manufacturer narrative:
A short visual inspection and a test run prior to the repair showed that the heat up was reproducible. Root cause was that the head of the handpiece had several dents. One of these was at the back cap which caused the push button to stick in. As a result it was rubbing on the inner moving part, causing friction and hence heat up. To avoid such issues the instruction for use contains several warnings and notes: 2.2 technical condition a damaged device or component could injure patients, users and third parties. Only operate devices or components if they are undamaged on the outside. Check that the device is working properly and is in satisfactory condition before each use. Have parts with sites of breakage or surface changes checked by the service. If the following defects occur, stop working and have the service personnel carry out. Repair work: malfunctions, damage, irregular running noise, excessive vibration, overheating, dental bur or diamond grinder is not firmly locked in the handpiece. The improper use of the device could lead to burns or injuries. Never touch soft tissue with the handpiece head or instrument cover. 2.5 service and repair following expiry of the warranty have the tool holding system checked once a year. Kavo recommends specifying in-house service intervals where the medical device is brought to a professional shop for cleaning, servicing and a function check. Define the service interval depending on the frequency of use. Incident is reported as similar products get distributed in the USA.